Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to start up. A review of system log files showed malfunctioning of the flexvision pc. Upon functional testing, fse confirmed that the flexvision pc was defective. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
System not booting up. It has been reported to philips that the flexvision pc was not booting up. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.